Event description:
It was reported that one week after initiation of vest therapy, the patient¿s g-tube site started oozing, was irritated, and later became red and inflamed. The patient was seen by his healthcare provider and the area around the patient¿s g-tube site was reported to be infected and was treated with a prescribed antibiotic cream. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported that one week after initiation of vest therapy, the patient¿s g-tube site started oozing, was irritated, and later became red and inflamed. The patient was seen by his healthcare provider and the area around the patient¿s g-tube site was reported to be infected and was treated with a prescribed antibiotic cream. The patient¿s healthcare provider advised the patient to hold therapy for a few days and then resume therapy using a foam pad or folded towel over the area for padding. There was no report of a device malfunction and the device is not being returned. The device remains with the patient for continued use. This patient has a relevant medical history of bronchiectasis, severe persistent asthma, global development delay, nonverbal autism, and gastroparesis. Additionally, this patient is noted to have a g-tube. A gastrostomy tube (g-tube) is a surgically placed tube that allows direct access to the stomach. Minor complications associated with a g-tube include redness at the site, leaking, or infection. Proper care must be taken to help with the prevention of tube-feeding infections including hand washing, and keeping the site clean and dry. The vest system model 105 functions to provide airway clearance by using high-frequency chest wall oscillation to compress and release the chest wall. It is designed to help patients mobilize retained secretions. This patient noted that have an infection at this g-tube site which was treated with a prescription-required antibiotic ointment. An infection is the invasion and multiplication of microorganisms such as bacteria, viruses, and parasites that are not normally present within the body. Prescription antibiotics that are used to treat the most common stoma infections include topical antibiotics such as fusidic acid, and oral antibiotics such as cephalexin. Mild infections may be treated with over-the-counter antibiotics, while a prescription may be needed for more serious infections. The exact cause of the infection is undetermined as there was no allegation of malfunction with the device, and the device remains with the patient for continued use. However, the customer did report required medical intervention of a prescription antibiotic cream for an infection which can be concluded was prescribed to preclude permanent impairment of a body function or permanent damage to a body structure, indicating a serious injury occurred in this event.